Event description:
The article, "a case in which impella 5.5 was effective for heart failure caused by single leaflet device attachment after mitraclip implantation", was reviewed. The article presented a case study of a 86-year-old female patient with functional mitral regurgitation. It was reported that on an unknown date, a mitraclip procedure was performed. Three years post procedure, the patient returned to the hospital with dyspnea and heart failure. Imaging showed that the clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase. Diuretics were initiated to treat the heart failure. The patient had a non-abbott device implanted to manage the heart failure. [The primary and corresponding author was daiki hirayama, eiyukai ayase cardiovascular hospital, tokyo, japan with an unknown corresponding email].

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed because this complaint was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation and heart failure appears to be related to reported slda. The reported dyspnea was a cascading effects of the mr and heart failure. Additionally, the reported patient effects of mitral valve regurgitation (mr), heart failure, and dyspnea are known possible complications associated with mitraclip procedures. The reported hospitalization, medication required, and unexpected medical interventions were results of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.